Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose value. The customer¿s blood glucose level was 400 mg/dl to 500 mg/dl. The customer stated that she had not wear insulin pump in about a month because she had issue with insulin pump. The customer also had issue with sets where sometimes they working and sometimes not, also insulin pump did not show error messages and when show woke up in morning blood glucose values went in the range of 400 mg/dl to 500 mg/dl. The insulin pump had cosmetic damage. The battery compartment was cracked. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.